Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer did not received low battery alert alarm prior to replace battery now alarm. The customer states the battery was previously used. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, pump error 25 is confirmed in device history files and unexpected battery power loss is shown in power graph generated by adapt power management tool due to corroded battery tube.